Event description:
It was reported that the patient was experiencing pain and discomfort from the orthopak assembly. The patient stated that she is very uncomfortable due to the placement of the unit. Her injury is very high on her femur so the unit gets in the way of her everyday activities. The patient stated that her pain is more intense when using the orthopak. The patient did reach out to her doctor and sales representative and the patient was switched to a different device for treatment. It was reported that no further information is available.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was returned to zimmer biomet for evaluation. Evaluation of the returned product indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint. No failure and/or fault condition was found or confirmed. The device history record was reviewed and no discrepancies related to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2019. Concomitant medical product: left femur trochanteric fixation nail concomitant medical products: therapy date: (B)(6) 2019. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been complete, a follow-up MDR will be submitted. The device has not been returned.

Event description:
It was reported that the patient was experiencing pain and discomfort from the orthopak assembly. The patient stated that she is very uncomfortable due to the placement of the unit. Her injury is very high on her femur so the unit gets in the way of her everyday activities. The patient stated that her pain is more intense when using the orthopak. The patient did reach out to her doctor and sales representative and the patient was switched to a different device for treatment. No additional patient consequences were reported.